Manufacturer narrative:
Medwatch with identifier (B)(6) is lot 475077, medwatch with identifier (B)(6) is lot 475121. The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient reported different values obtained with the same meter using two different test strips lot at the same moment. Lot 475121 - 40 mg/dl lot 475077 - 96 mg/dl no adverse event was reported. A request was made for the return of the meter and strips, replacement sent.